Manufacturer narrative:
Evaluation results: inspection of the tunneling tool revealed the outer sleeve was compressed near the tip end. The tunneling tool had a slight curve used to conform to the contour of the patient's body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During a permanent implant procedure in the (B)(6), it was reported that the sleeve of the tunneling tool collapsed which made the exiting of the device difficult. Additional local anesthetic was applied, and the incision point was made larger which facilitated an easier tunneling process. No further complications were reported.